Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 10 mmol/l after bloused blood glucose level was 28.1 then 29.1 mmol/l and current blood glucose level was 31.5 mmol/l. Customer ran self test and displacement test on insulin pump however both the was passed. It was unknown that the customer was using auto mode feature on insulin pump or not. The insulin pump will not be returned for analysis.